Event description:
Abutment fractured when inserting. No patient injury occurred.

Manufacturer narrative:
(B)(4). These malfunction events are being reported retrospectively per the above exemption number.

Manufacturer narrative:
This supplement report is being submitted to provide additional information in the event problem codes fields. A total of 946 events were reported on the initial submission.